Event description:
It was reported that the 9600+ system has a defective interconnect cable. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the service call. No add'l info provided.